Event description:
New information on (B)(6) 2014 indicates the device continues to exhibit invalid egm anomaly. The device remained implanted.

Event description:
New information states that the patient's condition is stable.

Event description:
New information states that the pulse generator exhibited an egm anomaly via a merlin.net transmission. No intervention had been performed. No patient symptoms were noted.

Event description:
It was reported that the pulse generator exhibited an egm anomaly via a merlin.net transmission. The issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.